Event description:
Ous MDR - it was reported that approx. 8 months after the implantation the ventricular stimulation was not effective. The pacemaker was exchanged and the right ventricular lead was replaced though there was no indication for dislodgement.

Manufacturer narrative:
The production process for this device was checked. The production documents did not show any irregularities that could be linked to the complaint. All production steps were correctly executed. After receipt of the device, the pacemaker status was interrogated and the memory was analyzed. The memory analysis showed the device to be in working order. The battery state at greater than 95% is as expected after an implantation time of 8 months and indicates that the battery was sufficiently charged. In the next step the pacemaker was visually inspected and the connection system was examined. The screws and the spring elements of the lead connections were in working order. Leads inserted for test purposes were easily accessed, low ohm, and reliably contacted. The bore dimensions were also all within the dimensions set forth in the standard. The therapy capabilities of the pacemaker were checked. The anti-bradycardia output signal reflected the values programmed and the device signal sensing was in working order. With respect to device function, the pacemaker was within specifications. In summary, the device was fully functional during analysis, as was within specifications with respect to the connection system and electronics.